Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4068-25tr suturelasso sd was passed through the tissue and the tip broke. Surgeon removed the broken fragment and continued the case using tweezers to pass the tissue. This was discovered during right shoulder arthroscopy on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which identifies the broken suturelasso tip. However, as the device was not returned for physical inspection, the cause remains undetermined. No change in harm was identified.